Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was reviewed by depuy engineering (B)(6) in (B)(4) which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device was reviewed by depuy engineering (B)(6) in (B)(4) which states: I have assessed the above instrument complaint. As can be seen from the attached photographs both items are showing signs of wear and tear. (B)(4) mbt rev tray trial face and sides are badly scratched and worn. Also 966520 universal handle impacting area is badly worn and damaged. I am unable to ascertain the approx. Year of manufacture of the (B)(4) mbt rev trail lot I/d tbg0z. The lot I/d j0205 (feb 2005) for the universal handle makes that instrument approx. 13+yrs old. My assessment is that this complaint is due to wear and tear. Review of the photo confirmed the devices are worn. It should be noted the device of lot tbgoz was manufactured in oct 2013. Root cause attributed to the device being worn from normal use and servicing. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419.

Event description:
Items were flagged during the sterilization process. No further information provided. Items handed in to our warehouse/loan kits department. Unspecified device issue. Identified outside of the surgical setting; no reported patient injury.